Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect amount units of insulin via a bolus, reportedly, the customer entered units of insulin to be delivered instead of grams of carbohydrates for a bolus. Customer suspended insulin delivery and blood glucose (bg) level was 167 mg/dl. Customer administered glucose shots and went to the emergency room (ER) for observation. Reportedly, the customer left the ER in stable condition and bg 300 mg/dl.